Event description:
In 2007, patient was implanted with expedium hardware l4-l5 for degenerative disc disease. 3-months after the surgery, the expedium, monoaxial screw was found broken and the patient had pain. No action has been taken at this time. The product will not be returned since it is in the patient's body. As this could result in the need for surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
No conclusion can be made at this time. Device is intended to be a temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device overtime. Notches, scratches or bending of the implant during the course of surgery may also contribute to early failure. These precautions are stated in the instructions for use (IFU) supplied with the device.